Manufacturer narrative:
The sample was not returned for evaluation and the lot number is unknown, therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis, further described as a bacterial peritoneal infection. The cause of the event was not reported. On an unreported date, the patient was hospitalized for the event. On an unreported date, the patient began treatment with penicillin and cephalosporin (intraperitoneal, dose, duration and frequency not reported) for the bacterial peritoneal infection. At the time of this report, the patient remained hospitalized and was not recovered from the peritonitis event. The action taken with dianeal therapy was not reported. No additional information is available as the reporter declined to provide further information.